Event description:
Malfunction: error message. Screen frozen. The surgeon reported that the system displayed multiple error messages and the touch screen was frozen. Additional information has been requested.

Manufacturer narrative:
Malfunction: the company service representative examined the system and replaced the power module. The system was then tested and meets all product specifications. (B) (4). (B) (4).